Event description:
Equipment/device: this micro-preemie's bedspace does not have nibp (non-invasive blood pressure) capabilities. It has been broken the last few days. The baby is only getting uac (umbilical arterial catheter) blood pressures. Biomed has tried to fix this issue, but has not been successful. This baby is too unstable to move bedspaces. No patient harm. In-house biomed follow up: comments: bedspace monitor. Blood pressure does not work. Inflates but doesn't read. Box changed, cable changed, cuff changed. Does not work. Ran functional tests no problems found. Verified proper operation - returned to service.